Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device won't charge. The customer stated the charging center pin appears to be aligned and should charge. No impact to patient, no health consequence.